Event description:
Implant date: 2005. It was reported that a screw was discovered backed out approximately a year post op. It was also reported that the fusion has occurred.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.